Event description:
On (B) (6) 2010, the lay user / pt's son contacted lifescan (lfs) alleging that the pt's one touch ultrasmart meter was reading inaccurately high and erratic. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The pt's son reported that the alleged issue began 2 or 3 weeks prior to contacting lfs. One the morning of (B) (6) 2010, the reporter claimed the pt obtained blood glucose readings of "250 and 320 mg/dl" with the subject meter, performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. A couple of weeks prior to contacting lfs, the reporter stated that the pt administered 5 add'l units of an unspecified long acting insulin (total of 20 units) in response to an alleged high blood glucose result with the subject meter (result unk). Approximately 4 hours after administering the insulin, the pt's son stated that the pt began to feel sweaty, shaky and very hungry; symptoms she associated with a low glucose. At the onset of symptoms, the reporter claimed the pt obtained a blood glucose result of "60 or 62 mg/dl" with the subject meter; however, the reporter felt her blood sugar was lower based on her symptoms. The reporter claimed the pt drank juice in response to the symptoms. At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt's son claimed the pt obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.